Event description:
Clinic notes dated (B)(6) 2013 indicate that since the patient's last visit on (B)(6) 2013, his seizure frequency has been stable, he continues to have relatively frequent seizures but they have been stable in frequency and are relatively tolerable. The settings were the following: the stimulation intensity was 2.0 m amps with a frequency of 20hz and a pulse width of 500 microseconds. The on time was 21 seconds with an off time of 0.5 minutes. The magnet current strength was 2.0 m amps with an on time of 60 seconds and a pulse width of 500 microseconds. Systems diagnostics revealed high lead impedance and the battery demonstrated 100% of service remaining. The patient will undergo a chest x-ray to see if any lead discontinuities can be visualized. The lead was replaced on (B)(6) 2013. The explanted lead was returned to the manufacturer and is pending product analysis. Attempts were made for additional information; however, they were unsuccessful. No additional information has been provided.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.